Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes have white granules inside wall of tubes. The following information was provided by the initial reported and translated to english: "this is a report about non-biological fm on the wall of tubes. According to the customer's verbatim report, white granules are adhering to the inner wall of tubes. Photos are attached in "attached files."

Manufacturer narrative:
Investigation summary: bd received 3 photos and 1 sample from the customer in support of this complaint. The sample and photos were evaluated and the issue of foreign matter (clumped additive) has been observed showing a yellowish edta clump in the tube. Additionally, 100 retained samples were visually inspected, and no yellow clumps were found. Although the condition is confirmed its impact on the efficiency of the tube is limited. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.